Event description:
It was reported that a patient underwent a dlif procedure, during the procedure the cages broke off while inserting. No broken pieces could be seen in the patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. D2: this part is not approved for use in the united states; however a like device catalog # 2966050, product code mqp was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2966050, 510k # k062133 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that only one small fragment from one associated implant returned for analysis. Microscopic examination of the fragment fracture surface identified brittle fracture and river lines consistent with brittle overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.